Event description:
The customer's husband reported that the customer was hospitalized due to blood glucose levels over 500 mg/dl. The caller was unable to troubleshoot at the time of the call as he had to clear a billing issue first. The caller stated that he would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.